Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the bardia foley catheter would not drain into the bag. Each night patient used one and the urine did not flow into the bag. Patient had to remove foley and use an intermittent catheter kit to drain urine.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the bardia foley catheter would not drain into the bag. Each night patient used one and the urine did not flow into the bag. Patient had to remove foley and use an intermittent catheter kit to drain urine.